Event description:
IT WAS REPORTED THAT THERE WAS A FATALITY. NO PRODUCT FAILURE WAS ALLEGED.

Event description:
No new information.

Manufacturer narrative:
No additional information was provided by the user facility.